Event description:
The customer reported that a pt was found unresponsive during a pca infusion programmed as follows: dilaudid 0.2mg pca dose with lockout of 8 minutes. Oxygen was applied (10 liters via face mask) and at 0008 on (B)(6) 2014, narcan was given per protocol. Pt's respirations were <5, o2 saturation was 78%. Staff tried to rouse the pt and the pt was slow to respond and would not open their eyes. After a sternal rub, the pt opened his eyes and answered questions. The customer reported that the etco2 module and spo2 modules were alarming but did not cause the pca infusion to pause. Reportedly, the modules were turned off between 10pm and midnight. It was also reported that the modules "went off" (presume to mean alarmed) 147 times between 1826 to 0008 (B)(6) 2014. The customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.